Event description:
It was reported that coating issue occurred. A 18 135cm transend guidewire was selected for use. However, it was noted that the wire coating got lifted up. The procedure was completed with another of the same device. No patient complications were reported.